Event description:
She has been taking five of these capsules a week, and the most recent ones she had taken was about 48 hours before the CT scan was done. She passed through tsa imaging over the winter holiday without any problem. So, it¿s unclear when the collection began. Adverse effect report: 42-year-old woman with lower abdominal pain found to have approximately 10 capsules in her rectum on imaging, as well as one in cecum. Medical history includes anal sphincter spasm and defecatory dysfunction.